Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) were in range. The customer has replaced the washer e-tubing, cleaned the aliquot probe with alcohol, and cleaned the drain with hot water. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed the services below: on 15-dec-2020, the cse performed service methods on three servers and noted no issue. The alignments for all probes were verified. A loose cable harness was identified during the inspection and serviced due to an obstruction in the reagent probe (r5) movement. The vacuum drains were verified and adjusted. The reagent probes (r1 and r2) were serviced and replaced. A probe auto-alignment was performed on the reagent probes (r1, r2, r3, and r4) and noted no issue. A system check and qc run were performed and acceptable. On 16-dec-2020: the customer noted that the instrument was getting washer e-errors. The cse inspected and verified the operation of the washer module. The washer e-probe and solenoid were replaced. A cuvette washer sequence test was performed and acceptable. The customer ran qc and noted that the results were abnormal and below assay values. The cse observed the washer-e failed to move and replaced the washer-e probe and solenoid. A diagnostic (diag) sequence and qc testing was performed and determined to be acceptable. Siemens reviewed the information provided and concludes that qc is within range, and the event is not related to a reagent lot or method issue. The potential cause for a falsely depressed total bilirubin (tbil) result is unknown. Siemens cannot rule out poor sample quality and the presence of gel, fibrin, microclots, and or the presence of cellular debris, including red cells, white cells, and platelets, as they can impact proper sample aspiration and impact results. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The customer observed a discordant falsely depressed total bilirubin (tbil) result on a dimension vista 1500 instrument. The falsely depressed result was not reported to the physician(s). The customer used the same sample and an alternate instrument to perform repeat testing. The repeat result was higher and reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil result.